Event description:
It was reported that the patient wanted device explanted. No reasons were provided. It was stated that the catheter fractured on the fascia in the back upon removal during surgery. No (B)(4) study was performed. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.